Event description:
The hospital reported that the insufflation connector was not connected when the surgeon opened the box. It looked like the plastic tubing was cut where the connector is and was not able to insufflate. No injury reported.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.